Manufacturer narrative:
The pump passed the displacement test. Hardware low level failures alarm noted during self test and confirmed in the formatted history file due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. The customer stated that they were able to clear and rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.